Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event, no issues were found with the sterilization of this lot. This device is supplied sterile. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the original procedure was performed on (B)(6) 2015, the MRI revealed the screw fell out, lost fixation. Surgeon retrieved the implant on (B)(6) 2015. Facility called rep on (B)(6) 2015 to notify arthrex that patient has a staph infection. Case: shoulder arthroscopic. Follow-up investigation: the screw fell out due to a mismatch between the reamer size and the screw size. In the original surgery the surgeon had drilled a hole that was 1/2 mm too large for the screw and tendon. Sales rep confirmed that the mismatch of reamer and screw size was told to him by surgeon. During the revision surgery the infection was discovered. A piece of tissue was sent to the lab which came back after surgery as positive for staph infection.